Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. The patient's age was reported to be over 18 years. According to the complainant, the balloon was placed in the desired location in the patient. The physician then used a leveen inflator and a 50/50 mixture of saline and contrast to inflate the balloon. The balloon was inflated to an unknown pressure when a leak developed. The balloon material was then noted to be torn under fluoroscopy. It was reported that the tear developed on the first inflation of the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter without any other complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed dried contrast media inside the balloon material and a longitudinal tear 34 mm long starting at the distal end of the proximal balloon sleeve. A visual and tactile examination of the catheter shaft and radiopaque markerbands revealed no defects. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. The patient's age was reported to be over 18 years. According to the complainant, the balloon was placed in the desired location in the patient. The physician then used a leveen inflator and a 50/50 mixture of saline and contrast to inflate the balloon. The balloon was inflated to an unknown pressure when a leak developed. The balloon material was then noted to be torn under fluoroscopy. It was reported that the tear developed on the first inflation of the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter without any other complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4).